Event description:
The neurostimulator (ins) reached end of life and the lead migrated. The patient fell 2 years ago and has rib stimulation since. The impedance measurements for the unipolar pairs were in the 430-500 range. Additional information has been requested.

Manufacturer narrative:
(B)(4).